Event description:
Boston scientific received information that, during a device replacement procedure, this device measured a shock impedance greater than 125 ohms. The related lead was reconnected to the device multiple times, but no change in impedance was noted. No adverse patient effects were reported.

Manufacturer narrative:
A new system was implanted, as the device was near elective replacement indicator (eri) with a charge time of 17.4 seconds. The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.